Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly. It was determined that the cause of the reported issue was due to diodes, designator cr21 and cr22. Both diodes were electrically shorted.

Event description:
The customer contacted physio-control to report that when charging the device for defibrillation energy, the device charged; however when the shock button was pressed, the device's screen went blank and defibrillation energy was not delivered to the patient. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when charging the device for defibrillation energy, the device charged; however when the shock button was pressed, the device's screen went blank and defibrillation energy was not delivered to the patient. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.